Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient stated that the ins did not seem to be working anymore because they experienced a gradual loss of therapeutic effect. Patient also reported some soreness at the ins site and that sometimes when they turn to the side it hurts and sore and tender if they touched it. Patient further stated that they did some programming adjustments and it helped for a little it afterwards it was not really helping. During troubleshooting, patient had the programmer which showed that the stimulation was on and had the ability to change programs and adjust stimulation. Patient was at p4 during the call changed to programs 1-3 and amplitudes were already set between 4.9 and 5.4 on all programs. Patient would stay on p3 and monitor symptoms. Patient further stated that they had a fall last year but that the device worked fine after the fall. Additional information was received. Patient stated that it worked for about a year and then it stopped working. Additional information received from the patient who was suddenly really sore. They also felt hard vibrations where the ins is and from the hip down to the rectum area. They noted that they have an appointment with their healthcare provider (hcp) on (B)(6) 2019 and was wondering if there was something specific to ask their hcp; information was reviewed. The patient was also wondering if there is anything we can do over the phone to address this issue. The call center offered to help turn stimulation off to see if that resolves the pain issue, but the caller declined saying they knew how to do that. No further patient complications have been reported as a result of this event.